Event description:
Event description guidant received information that the header of this implantable cardioverter defibrillator (ICD) detached from the device when the doctor was removing it from the pocket in order to perform a revision of the patient's transvenous defibrillation lead. The lead was revised because intermittent ventricular capture was discovered during a follow up visit. The patient was asymptomatic and the problem was resolved by repositioning the lead.